Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced on (B)(6) 2019 with a passive lead due to perforation and dislodgement. Physician elected to cap the lead and leave it in place to avoid any further complications by removing the lead entirely. Per company representative and homemonitoring reports on (B)(6) 2019, patient is not exhibiting any further complications or adverse events, all readings are normal and within range. Should additional information become available, this file will be updated.